Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On jun 13, 2017. Legal medical records received. Litigation alleges pseudotumors around both hips, chronic infection due to metallosis and had pain and mobility issues. After review of medical records for MDR reportability it was reported that the patient was revised to addressed pain, infection and metallosis. Revision notes mentioned that patient had elevated blood levels of cobalt and chromium, and avascular tissue due to metallosis. It also stated that MRI examinations of both hips showed pseudotumor and the left hip reveals to have been infected. It was reported that there was a large amount of purulent appearing fluid, debris in the fluid and tissue upon entering the capsule. There was extensive pseudotumor that encompassed the entire area around his hip. There was some osteolysis in the level of the femur. X-ray showed there were some retro acetabular demineralization found on both implants, a bit worse on the right. Update 6/13/2017 upon review of the complaint and medical records, it was noted that the product and dates were incorrectly identified for this event. On (B)(6) 2013, the femoral head was revised for infection.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.